Manufacturer narrative:
Heartsine has requested return of the device for investigation. Upon completion, the conclusions will be submitted in a follow-up report.

Event description:
A distributor contacted heartsine to report that a customer's device on/off button was "defective". In this state, defibrillation therapy may be delayed or prevented from being delivered to the patient if needed. There was no patient use associated with this event.

Manufacturer narrative:
Heartsine evaluated the customer's device and verified the reported issue. It was observed there was corrosion on the membrane panel. Heartsine determined that the cause of the reported issue was due to corrosion within the membrane panel. This corrosion was the result of storing the device outside of the indicated conditions. The returned device was scrapped by heartsine and the customer received a replacement device.

Event description:
A distributor contacted heartsine to report that a customer's device on/off button was "defective". In this state, defibrillation therapy may be delayed or prevented from being delivered to the patient if needed. There was no patient use associated with this event.